Event description:
It was reported that non-sustained lead noise episode due to post-paced t-wave oversensing was observed via a merlin.net transmission. The patient was asymptomatic. Device was reprogrammed with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.